Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect of tissue prolapse are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported prolapse, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the left circumflex artery. The 2.50x12mm xience sierra stent was implanted. After post dilatation, an unusual plaque prolapse through the stent struts were noted. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.